Event description:
Caller states that the patient tested 7.4 inr on the coaguchek test system and 3.2 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Coaguchek test system: meter, strip lot 359a-a15, exp 1/31/2008, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.